Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer could not be opened. The field service engineer (fse)was found the cubie pocket latch was broken. The fse then ejected the cubie pocket and booted the med station application, the customer was able to log-in, and the issue was recovered. Additionally, the fse reported that the full-height auxiliary (fha) drawer was experiencing intermittent sensor failures. The system was attempting to detect the drawer status but was failing inconsistently. Despite this, the drawer still allowed the user to access the medications and stated this issue needs to be addressed at one point.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer had been unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.